Event description:
Plaintiff alleges that during surgery on her vocal cords, while a mallinkrodt tracheal tube was in use, a fire occurred inside plaintiffs body near her throat which resulted in severe and permanent injuries. Plaintiff further alleges experiencing pain and discomfort, emotional distress, loss of all major life activities and normal enjoyment of life. Litigation pending. No customer contact allowed.